Event description:
A malfunction alarm with a code malf 9 was reported by the customer. Blood glucose levels reportedly did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring issues.